Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on 04/29/2026. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2026 and (B)(6) 2026. The sensor was inserted into the arm on (B)(6) 2026. Over the three days leading up to (B)(6) 2026, the patient experienced symptoms including shortness of breath, excessive thirst, nausea, heartburn, and weakness. During this time, she did not perform fingerstick blood glucose checks, as her dexcom cgm readings consistently indicated approximately 13 mmol/l. The patient did not take corrective action because she believed the cgm readings were accurate despite her ongoing symptoms. On (B)(6) 2026, the patient performed a fingerstick blood glucose test, which revealed a level of 22 mmol/l, while her dexcom reading remained at 13 mmol/l. Due to this discrepancy and worsening symptoms, she sought medical evaluation at the hospital. Upon admission, her blood glucose was measured at 24.4 mmol/l, while the cgm reading at that time was 15 mmol/l. The patient was assessed by the medical team and diagnosed with diabetic ketoacidosis. Initial treatment included the administration of intravenous (IV) fluids, with IV insulin therapy planned shortly thereafter. The patient was expected to remain hospitalized for 2¿3 days for close monitoring and further laboratory evaluation. At the time of reporting, the patient¿s condition was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator on (B)(6) 2026 through (B)(6) 2026. The reported glucose values fall within the b zone of the parkes error grid on 04/20/2026. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications on 04/16/2026. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. It was reported that the patient experienced symptoms over the past three days ((B)(6) 2026), including shortness of breath, excessive thirst, nausea, heartburn, and weakness. During the episodes, she did not perform a fingerstick blood glucose check, as her dexcom readings were consistently around 13 mmol/l. She didn¿t take any action because she knew her dexcom reading was accurate, even though she was experiencing symptoms. On (B)(6) 2026 the patient decided to check her blood glucose using a fingerstick test, which showed a level of 22 mmol/l, while her dexcom continued to read 13 mmol/l. Due to the discrepancy and worsening symptoms, she went to notre-dame hospital in sherbrooke for check up. Upon admission, her blood glucose was measured at 24.4 mmol/l, while her dexcom reading at that time was 15 mmol/l. She was assessed by the medical team and advised hospital admission due to a diagnosis of ketoacidosis (dka). Initial treatment included intravenous (IV) fluids, which was administered as the first intervention. IV insulin therapy was planned to be initiated shortly. The patient was expected to remain hospitalized for the next 2¿3 days for close monitoring and additional laboratory evaluations. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator on (B)(6) 2026. The reported glucose values fall within the b zone of the parkes error grid on (B)(6) 2026. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis. H6: health effect - clinical code - 4581 appropriate code/ term not available ¿ pyrosis/heartburn.

Event description:
Subsequent to the supplemental MDR, a correction was updated on 05/13/2026. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred occasionally between (B)(6) 2026. The wearable was inserted into the arm on (B)(6) 2026. Over the three days leading up to (B)(6) 2026, the patient experienced symptoms including shortness of breath, excessive thirst, nausea, heartburn, and weakness. During this time, she did not perform fingerstick blood glucose checks, as her dexcom cgm readings consistently indicated approximately 13 mmol/l. The patient did not take corrective action because she believed the cgm readings were accurate despite her ongoing symptoms. On (B)(6) 2026, the patient performed a fingerstick blood glucose test, which revealed a level of 22 mmol/l, while her dexcom reading remained at 13 mmol/l. Due to this discrepancy and worsening symptoms, she sought medical evaluation at the hospital. Upon admission, her blood glucose was measured at 24.4 mmol/l, while the cgm reading at that time was 15 mmol/l. The patient was assessed by the medical team and diagnosed with diabetic ketoacidosis. Initial treatment included the administration of intravenous (IV) fluids, with IV insulin therapy planned shortly thereafter. The patient was expected to remain hospitalized for 2-3 days for close monitoring and further laboratory evaluation. At the time of reporting, the patient¿s condition was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator on (B)(6) 2026. The reported glucose values fall within the b zone of the parkes error grid on (B)(6) 2026. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications on 04/16/2026. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).